Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The service engineer (se) inspected the device and replaced the tube set with a new one and the ventilator passed all testing.

Event description:
It was reported that during extended self test (est) the ventilator generated a relief valve cracking pressure out of range error code. No patient involvement.